Event description:
It was reported that: "osteolysis of old liner, liner and head exchange only. Hospital protocol: no x-rays or medical records."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.